Event description:
On 27th february 2023, rayner received notification from a UK healthcare facility of an event that occurred following implantation of a rayone emv rao200e. The event description provided states that post-operatively the patient is experiencing haloes and ghosting.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states the patient is not happy with post-operative haloes and ghosting. The surgeon plans to explant the rayone emv rao200e lens and to replace it with tecnis monofocal iol. Clinically, it is well known that photic phenomena may depend on anatomical characteristics as well on surgical techniques. The incidence of photic phenomena varies from 0.2% to 20% in different studies (not specific to rayner iols). Studies also show that photic phenomena are more common in eyes with a small pupil, larger iris - iol optic distance. Glare is subjective, and it is often very difficult to establish the cause. We have previously been advised by our clinical advisory team that neuro-adaptation can take up to six months and that a small proportion of patients (perhaps 1-2%) just never are able to use multifocal/trifocal optics. The rayone IFU contains the following contraindication "patients unlikely to adapt to simultaneous multipleretinal images". Additionally, "reduced vision" and "iol replacement and extraction" are listed in the "adverse events" section of the IFU. Rayner is following up with the healthcare professional to facilitate further investigation of this case.